Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint indicates that devicecannot detect battery. There was no patient involvement. Remote support from the customer care solution center was received, during which a quote was provided for the replacement of the battery. It was determined that this was a malfunction of the battery for which a part was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Rse confirmed that the battery will need replacement. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer has ordered replacement battery to rectify malfunction. The device remains at the customer site and no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Event description:
It was reported that the efficia dfm100 does not detect the battery. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.